Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. In office evaluation was recommended due to the patients having a known history of elevated rv threshold measurements. This lead was replaced and is not expected to be returned. No further adverse patient effects were reported.